Event description:
It was reported that the label was incorrect. The stenosed target lesion was located in a vertebral artery. During unpacking of a 5.0mm x 19mm x150cm express vascular sd stent, it was noted that the product size on the aseptic packaging was different from the outer packaging box. The size on the aseptic package was 4.00 x 19mm. No patient complications were reported.

Event description:
It was reported that the label was incorrect. The stenosed target lesion was located in a vertebral artery. During unpacking of a 5.0mm x 19mm x150cm express vascular sd stent, it was noted that the product size on the aseptic packaging was different from the outer packaging box. The size on the aseptic package was 4.00 x 19mm. No patient complications were reported. Returned product consisted of an express sd stent balloon catheter batch 22067294 (4.0mmx19mmx150cm express sd), mandrel, and balloon protector. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The outer packaging box as not returned. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 6mm from the exit notch. Microscopic examination revealed that the balloon is still tightly folded and the stent is still crimped on the balloon. Inspection of the remainder of the device presented no other damage or irregularities.